Event description:
Additional information received reported the patient¿s dye study was not performed at the usual location. The dye study showed the fractured catheter, so the patient should have been managed accordingly. However, since it was not done at spectra like it normally was, they did not know what to do with the patient, so he was released. The patient¿s symptoms had resolved and the patient was getting the appropriate therapy again.

Event description:
It was reported there was a catheter disconnect. The patient was scheduled for a catheter access port (cap) dye study on (B)(6) 2015. The logs were checked as diagnostic testing. The patient was having withdrawal symptoms, was irritable, confused and itchy. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient had altered mental status, underdose symptoms, and was anxious. The physician was able to draw 20-30 ml of clear fluid from around the pump pocket. It was later reported the patient was getting a pump study injection on (B)(6) 2015 with imaging on (B)(6) 2015. No surgery was planned at that time, awaiting the pump study. It was further reported the location of the issue was at the pump/catheter connection and identified via the pump study. A surgical catheter revision occurred on (B)(6) 2015. No catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. It was later reported the catheter was fractured. Once the healthcare provider (hcp) was in the revision procedure, they found a larger fracture approximately 15-20 cm from the connection to the pump and this was what was not allowing the drug to get to the intrathecal space. The drug being delivered via the device system was gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n300289010, implanted: (B)(6) 2011, product type: catheter. Product ID: 8 590-9, lot# n294210, implanted: (B)(6) 2011, product type: accessory. (B)(4).